Event description:
It was reported that when navigating the facet joint and pedicle with the 6mm drill bit which was over the wire, the drill bit broke about 5-10mm down the shaft of the drill itself leaving the distal piece stuck in the patient. As a result of the difficulty, the procedure was extended by twenty minutes.

Manufacturer narrative:
Visual examination of the 6mm drill bit revealed that the fracture was located at the drill bit¿s working end. The second half of the drill bit was not provided for this analysis. Optical images of the fracture surface reveal plastic deformation and torsional shear markings following a circular pattern around the cannulation. The images show evidence of a quasi-static torsional shear that is extended around the center of the shaft. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. Product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the device found no other complaints of this nature. The root cause of the 6mm drill bit becoming broken cannot positively be determined. However, the fracture analysis report shows evidence of a quasi-static torsional shear that is extended around the center of the shaft. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.